Event description:
It was reported that: approximately 20 minutes into the case after completing induction, the user dialed in 2% sevoflurane and was only seeing a value of 0.8%. The user noted that the pt's blood pressure increased and felt the pt to be light on anesthesia. The anesthesiologist supplemented the pt with IV drugs.